Event description:
A zilver ptx drug eluting peripheral stent was opened for use during a lower extremity angioplasty procedure. While prepping the stent for use, discovered distal hub on the stent deployment device, which is designed to accept a guidewire, was completely occluded. Therefore it was not possible to use this device for the procedure.

Manufacturer narrative:
.

Event description:
A zilver ptx drug eluting peripheral stent was opened for use during a lower extremity angioplasty procedure. While prepping the stent for use, discovered distal hub on the stent deployment device, which is designed to accept a guidewire, was completely occluded. Therefore, it was not possible to use this device for the procedure.